Manufacturer narrative:
There was no patient involvement. Cardiacassist inc. Manufactures the tandemheart pump. The incident occurred in (B)(6). A review of the DHR for both the pump and the priming tray kit containing pump and oxygenator did not reveal any non-conformances or abnormalities relevant to the reported issue. Based on follow up communications, the system reported a recurring error message prompt that indicated a malfunction and that the controller had switched to backup mode each time attempted to restart it, as proved by controller log data review. The affected pump was returned to manufacturer for analysis. While performing the test, a start-up failure occurred, thus the claimed issue was reproduced. On the next attempt, the pump ran and had no subsequent start up failures after several manual starts and stops. The journal bearing of the pump showed scoring and particulate build up indicating that the pump was running while incompletely primed. Additionally, the controller log shows that the pump was running with zero or low infusion pressure for several minutes. Based on the above facts, the most likely root cause of the reported pump stop failures is the particulate build up in the lower housing due to incomplete priming by the user.

Event description:
Livanova received report that mechanical circulatory support was initiated with a tandemheart pump without incident. The device was primed and shortly following initiation of support the pump stopped. The pump worked as expected for 10 minutes prior to the pump stopping. The facility attempted to restart the pump approximately 5 times without success. The pump lower housing was flushed without incident prior to deciding to discontinue. Ultimately a second blood pump was used to re-initiate support. Patient remained on support. There was no report of patient injury.